Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of endometritis ("chronic endometritis") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of obesity, gallbladder removal, dyspareunia, pelvic pain female, allergic reaction to analgesics, papanicolaou smear normal, cholecystectomy, c-section and vaginal delivery (1). Previously administered products included: depo provera and ibuprofen. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2020, 984 days after essure insertion, she experienced endometritis (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateralsalpingectomy &uterosacral ligament). At the time of the report, the outcome of the event was unknown. The reporter considered endometritis to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 39.222 kg/sqm. [Abdominal x-ray] on (B)(6) 2019: technique: supine ap views of the abdomen and pelvis were obtained. Findings: there is mild amount of stool within the right colon and mild amount of gas throughout the remaining colon and rectum. The bowel gas patterns and visualized soft tissue shadows are normal. There is no evidence of free air or free fluid. There are curvilinear metallic foreign bodies projecting over the mid pelvis that are consistent with essure implants. There are surgical clips retroverted medial right upper quadrant. The bones are normally mineralized throughout study with mild degenerative bony change of the visualized spine, sacroiliac joints and hip joints. Impression: 1. There is no evidence of bowel obstruction, free air or free fluid. 2. There are findings consistent with prior cholecystectomy. 3. There findings consistent with essure implants within the pelvis. 4. The visualized soft tissues are grossly normal. [Pathology test] on (B)(6) 2020: diagnosis: uterus and cervix, and bilateral tubes, hysterectomy with bilateral salpingectomy. Cervix: chronic inflammation and squamous metaplasia. Endometrium: chrontc endometritis. Myometrium: no pathologic abnormality. Right and left fallopian tubes: paratubal cysts gross description: the cut surface reveals central pin point lumen with an essure coil located within the intramural segment and isthmus of both fallopian tubes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical record received. Medical history & lab data added including pathology test .reporter information added . Product indication added.. Non drug treatment notes updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 32 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2020, 984 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 32 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2020, 984 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.